Event description:
Hold for rh 1.10 it was reported that an error message auxiliary control unit (acu)watch dog and primary alarm test occurred. No patient injury was reported.

Manufacturer narrative:
MDR was generated under (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Top case was in excellent conditions. Right plunger case was cracked by the screw. Auxiliary control unit (acu) watchdog. And primary audible alarm background test was found in the event history log. The technician was unable to duplicate the auxiliary control unit (acu watchdog error at power up process and unable to duplicate the primary audible alarm background test at occlusion test. The root cause of the reported issue was unable to be determined. Replaced main board for preventative of the acu watchdog error. Replaced speaker for preventive of primary audible alarm background test error. Performed power up process and all functional tests passed.